Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus) when coughing or lifting heavy things. A surgical procedure was performed and the cuff was removed and replaced with a smaller one. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. No anomalies were found with the component. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation observation of urinary incontinence were not confirmed.

Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus) when coughing or lifting heavy things. A surgical procedure was performed and the cuff was removed and replaced with a smaller one. There were no additional patient complications reported.